Event description:
It was reported that the patient experienced a surging sensation and the stimulation was changing "all the time" one week post implant. An appointment was scheduled for reprogramming on (B)(6) 2012. It was also reported that the patient experienced strong stimulation in his calf. An appointment was scheduled for (B)(6) 2012. The patient experienced overstimulation when he went from laying down to sitting and then to standing or while sitting at the computer. The patient also felt painful stimulation in the bottom of his foot and the back of his leg. This was an increase in the patient's baseline pain. Reprogramming was done but the stimulation but was not able to target the pain. X-rays were taken in the emergency room the (B)(6) 2012. Additional information received reported that the device was explanted due to lack of sufficient stimulation coverage. No adverse events reported.

Manufacturer narrative:
Product ID 3778-60 lot# v903547019 implanted: 2012-(B)(6) explanted: product type lead product ID 3778-60 lot# v823847026 implanted: 2012-(B)(6) explanted: product type lead product ID 37754 serial# (B)(4) product type recharger product ID 37744 serial# (B)(4) product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported confirmed they had their implantable neurostimulator (ins) for 2 weeks before it was removed in (B)(6) 2012. The patient indicated that the reason for the removal was his ¿neuropathy and his nerves move¿. They further noted that the device ¿would jiggle my nerves", that "it didn't give me the pain relief I was looking for", and that ¿it malfunctioned a couple of times¿. As an example, the patient stated that "once I was sitting in a chair and moved to another chair and my foot spiked up." The patient had to go in twice for reprogramming and alleged that recharging the ins was inconvenient. It was noted that the patient did have 2 trials for the device: one in 2011 and the other in 2012. The patient further stated that "after 8 years of suffering from neuropathy my podiatrist says it's time to try the pain pump". The indications for the implanted device were noted as complex regional pain syndrome types I <(>&<)> ii, and non-malignant pain. If additional information is received, the event will be updated.